Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures, including revision/removal surgeries on (B)(6) 2007 and (B)(6) 2009. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 5/5/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2014.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning sensation, discomfort, incontinence, overactive bladder, frequency, urgency, leakage and nocturia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, organ perforation, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2007. It was reported that the patient underwent resection of lateral vaginal band with resection of lateral mesh on (B)(6) 2009 due to dyspareunia. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to pelvic pain. It was reported that the patient underwent hydrodistention of bladder with biopsy on (B)(6) 2011 due to painful bladder syndrome. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.